Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. Model #: sc-4316, lot #: 18064613, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was suspected to have developed an infection. Symptoms were weird looking wounds and tissue. The patient underwent an explant procedure. The physician was not sure what was the cause of the infection.